Event description:
The customer alleged that the ventilator would not autozero properly causing unstable peep values. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the autozero solenoids. The unit passed extended self testing. It is not verified that solenoids malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.